Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected intermittent undersensing of the right atrial (ra) lead on current electrogram (egm). The lead remains in use. No patient complications have been reported as a result of this event.